Event description:
T-connector (IV extension tubing) leaking at connection between peripheral IV (piv) catheter and t-connector. Second t-connector used with same result. Note - carefusion rep notified and given lot #'s by nicu staff but lot #'s not saved and item not saved.